Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
An error message was reported with wear of the adc freestyle libre sensor. Customer reported she was driving and received an unspecified error message on the sensor. Customer experienced feeling weird and "driving slow and crazy" so she pulled her car over and called an ambulance. Customer further reported she experienced a seizure and a loss of consciousness and was transported to a hospital where she underwent x-rays and was provided a sandwich for treatment. Customer could not recall what, if any, diabetic diagnosis was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with wear of the adc freestyle libre sensor. Customer reported she was driving and received an unspecified error message on the sensor. Customer experienced feeling weird and "driving slow and crazy" so she pulled her car over and called an ambulance. Customer further reported she experienced a seizure and a loss of consciousness and was transported to a hospital where she underwent x-rays and was provided a sandwich for treatment. Customer could not recall what, if any, diabetic diagnosis was rendered. There was no report of death or permanent injury associated with this event.